Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient involved in trauma a motor vehicle accident was implanted on (B)(6) 2014, and the surgery was completed. On (B)(6) 2014 surgeon determined revision exploratory surgery was needed due to possible neurological concerns. The patient was returned to the operating room, the plate, 2 screws and the synex cage were removed, and replaced. The surgeon completed the revision successfully. This is report 3 of 4 for (B)(4). This report is for cancellous locking screw.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn date device returned to manufacturer added. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.